Event description:
This is a resmed bipap aircurve 10. Ever since have had the device it never shuts off by itself after removing the mask. For proper functioning the device is supposed to measure leaks and report. But if it can't even detect a 100% leak (removed mask) it's not gonna report any smaller leaks. Moreover this being bipap it's supposed to push and pull air based on my breathing rythm which it obviously can't do if its sensor is broken. I got the device from sleep quest. They have tried to be helpful and sent the device for repair and it came back to me with no improvements. This has been an ongoing problem. My sleep is horrible. I am unable to focus on work and am sleepy all day because of this faulty malfunction bipap. And everytime I reach out to sleep quest they just say all we can do is send it to resmed. And it's not just 1 device issue because the loaner that sleep quest sends me has exact same problem.